Event description:
It was reported that during implant, the patient's right ventricular (rv) lead had placement difficulty, high thresholds and high impedance. The physician noted that upon initial placement, the lead had low r waves and repositioning was attempted. The lead helix looked like it was not moving and a new lead was used instead. It was further indicated that the helix was turned over twenty times with no movement and retraction seemed abnormal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, tissue visible inside helix and helix is bent and cannot be extended, damaged at implant attempt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.